Event description:
It was reported that a pt underwent a thoracotomy procedure on an unk date and suture was used. During the procedure, the needle broke. One piece of the needle was retained in the pt's body. On (B)(6) 2010, another procedure was performed to remove the retained needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.